Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10 an event of a leaflet being fractured during valve rotation was reported. The device was returned to abbott for investigation, and one leaflet had been fractured but was not dislodged from the orifice. The other leaflet remained intact. There was no resistance reported by the field during rotation of the valve. Information from the field indicated that the holder handle was fully inserted into the orifice at a 90 degree angle and no instruments encounter the valve at the time of fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but the damage is consistent with force being exerted on the leaflet . There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023, a 19mm masters series valve expanded cuff was selected for an implant. The surgeon sized the aortic annulus with the help of 905 sizer set, while rotating the valve one of the leaflet found broken into two pieces and was recovered from the patient. Device was explanted, and a new 19mm masters series valve expanded cuff was implanted as a replacement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm masters series valve expanded cuff was selected for an implant. The surgeon sized the aortic annulus with the help of 905 sizer set, while rotating the valve one of the leaflet found broken into two pieces and was recovered from the patient. Device was explanted, and a new 19mm masters series valve expanded cuff was implanted as a replacement. The patient is stable.